Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of hospitalization was 0 mg/dl. The customer cause of hospitalization was hypoglycemia, seizure, acute encephalopathy, "glucatosis and hypotylemia." The customer was kept in the hospital for 4 days taken of pump. Customer has been on manual injections the past few days. Customer was wearing the pump at time of hospitalization. Customer declined in lieu of replacing the device.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had no excessive no delivery error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had a cracked case at display window corner and cracked battery tube threads.